Manufacturer narrative:
Evaluation summary: complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that during intraocular lens (iol) implant procedures, after implantation of the iols, cracks are visible on the cartridges. She suspects either faulty cartridges or injectors that cause damage to the cartridges. There was no impact on patients. Surgeries have been completed with no patient harm. Additional information was requested.

Manufacturer narrative:
Additional information provided. Product evaluation: the product was returned but has not yet been evaluated. Photos were provided of the cartridge tips. No splits or cracks are observed. Light to moderate stress is observed. Stress is an expected occurrence and does not denote a cartridge deficiency. A handpiece was indicated which is only qualified for a specific cartridge with specific lens models/diopter ranges. Based on review of the attached photos the reported damage was not observed. No splits or cracks are observed. Light to moderate stress is observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: a total of seven opened used cartridges were returned. All samples have inadequate viscoelastic and varying degrees of stress from light to medium observed at the cartridge tips. One of the cartridges has a small area of exterior scuff damage. This may have occurred due to being returned loose. Two of these cartridges show disruption of the inner top coating at the tip anterior. Each cartridge shows evidence of being placed into a handpiece. Photos were provided of the cartridge tips. No splits or cracks are observed. Light to moderate stress is observed. Stress is an expected occurrence and does not denote a cartridge deficiency. The cartridges were cleaned for further evaluation. Scrapes were observed in the tip resulting in disruptions to the inner coating of three of the seven cartridges. Top coat dye stain testing was conducted with acceptable results. Complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated that various handpieces were used including the one used. The cartridge is qualified for use in qualified models of injector handpieces with specific lens models (diopter ranges of 6.0 to 27.0). It is unknown if qualified lens/cartridge/handpiece combinations were used during this event with all seven cartridges. It is unknown if a qualified viscoelastic was used. Based on the evaluation of the samples and review of the photos of the customers concern, the reported damage was not observed. No splits or cracks are observed. Light to moderate stress is observed. Stress is an expected occurrence and does not denote a cartridge deficiency. Scrapes were observed along the path of the plunger in the tip resulting in disruptions to the inner coating of three of the seven cartridges. Top coat dye stain testing was conducted with acceptable results. The root cause for the disrupted coating is most likely a failure to follow the directions for use dfu. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. (B)(4).